Event description:
It was reported that the patient had the artificial urinary sphincter system removed due to urinary retention post operatively. A catheter was inserted to drain the bladder. The physician indicated that the cuff may have been too small. The patient indicated the pump was not working correctly. A new artificial urinary sphincter system was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.